Manufacturer narrative:
The sureform 60 stapler instrument was analyzed, and the complaint was confirmed but not replicated by failure analysis. The instrument was found to have one firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house sureform 60 blue reload. The instrument fired successfully twice, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No lodged staples or damaged sleeve observed to the I-beam assembly during visual inspection. The sureform 60 blue reload associated with the firing failure was not returned with the instrument. However, an unfired sureform 60 blue reload was returned with the stapler instrument. There was no damage to the stapler reload. There are no device related failures. The stapler reload was returned unused and unfired. It did not proceed with the instrument. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The stapler reload was attached to an in-house golden instrument and placed and driven on an in-house system. The stapler reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The stapler reload passed the reload recognition test. The instrument initialized, clamped, fired, and unclamped without any issues using the returned stapler reload. No product issue was identified. The staple logs for this procedure were reviewed. The logs show the 1st surefrom 60 stapler instrument (part #480460-12, lot #k17260110-0374) was the first stapler used in the procedure. This instrument was installed 5 times and fired 5 reloads (1 green followed by 4 blue). First 4 firings were completed per the logs. The 5th firing failed. There were no incomplete clamps or unclamp failures by this instrument. The system logs show an error indicating a firing failure occurred with this stapler. The second surefrom 60 stapler instrument (part #480460-12, lot #k17260110-037) used was installed once and fired one sureform 60 green reload. The firing was completed per the logs and there were no incomplete clamps or unclamp failures by this instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, tissue was pushed and not properly stapled or cut when a sureform 60 blue reload was fired with a sureform 60 stapler instrument. This event occurred during the second to last staple fire across the stomach. The system paused for compression; however, when the stapler instrument continued to fire, after approximately 20 millimeters the tissue started to bunch up and fired for about another 20 to 30 millimeters before stopping. This resulted in malformed staples and a jagged staple line. No loose staples were deployed and no leaks or bleeding were observed. The emergency stop button was used to release the instrument from the tissue. To resolve this, the surgeon resected the tissue from that staple line and formed a new one with a black reload. The surgeon imbricated and performed a leak test. The portion of the incomplete staple line was then excised as a part of the specimen. The rest of the procedure was completed as planned. The surgeon saw the patient during a 1 week post-operative visit and reported that the patient was doing fine. The surgeon did not anticipate any complications from the event.